Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance performing a set change. Blood glucose level at the time of the incident was 600 mg/dl. Blood glucose level at the time of the call was 600 mg/dl. During the call, the customer treated with a bolus; blood glucose level came down to 543 mg/dl. The insulin pump was not replaced or returned for analysis.